Event description:
It was reported that during an implant procedure, this patient went into cardiac arrest during the placement of the right ventricular (rv) lead in the ventricle as they were dependent on pacing. External pacing was able to be delivered to the patient. After repositioning the rv lead due to high thresholds, the system was implanted successfully and the procedure was completed. No additional adverse patient effects were reported.